Event description:
A patient received a burn as a result of an MRI scan. The burn was a reddened area with an approximately one inch diameter blister. Given the patient's size, the facility used a sheet to pad the patient, rather than recommended 0.25 nonconductive padding. Thus skin to skin contact was made possible between the chest and the arm. The blister was located on the chest and the arm. The blister was located on the chest wall in the area of skin to skin contact.